Event description:
It was reported via clinical study that patient underwent total hip arthroplasty on unknown date. Patient had first flush of the joint (B)(6) 2012 due to infection. Further intervention was performed (B)(6) 2012. No product was removed. Additional product implanted were not biomet (B)(4) manufactured components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."